Manufacturer narrative:
Philips service replaced the x-ray tube, calibrated the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a grid switch error caused inability to fluoro on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.